Event description:
It was reported in (B)(6) 2012 that the pump began alarming on (B)(6) due to low drugs. The patient stated that she was not supposed to have a refill until (B)(6). The patient noted that she had pump medications increased since (B)(6). The patient was currently taking oral medication and her refill medication had been ordered from (B)(6) and was to be available on friday of that week. The patient stated that she felt good at the time of the report. The medications used in the pump were dilaudid (hydromorphone) and marcaine (bupivacaine). The following day it was reported that an alarm was not heard but was confirmed by telemetry. It was noted that the patient could not hear the pump alarm and that the patient had other medical issues unrelated to the pump. Telemetry confirmed that a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. The reporter noted that 'the reservoir was only dry for a short time". The reporter programmed a bridge bolus as there was a concentration change from 1mg/ml to 10mg/ml. It was later reported on (B)(6) 2012 that a catheter revision took place due to dislodgement/migration. No patient injury was reported. The patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, lot#, serial# unknown, implanted: explanted: product type programmer, physician product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8731sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter, product ID 8598a, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).